Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain'), sepsis ('other: sepsis') and gallbladder disorder ('gallbladder disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included endometriosis and adenomyosis. Concurrent conditions included vaginal yeast infection, menometrorrhagia, dysfunctional uterine bleeding, ovarian cyst nos, anemia, genital hemorrhage and enterolysis. Concomitant products included estrogens conjugated (premarin). On (B)(6)2010, the patient had essure inserted. In 2014, the patient experienced sepsis (seriousness criterion hospitalization), gallbladder disorder (seriousness criterion medically significant), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), anaemia ("bleeding: anemia"), fatigue ("other injuries/symptoms: fatigue"), cervicitis ("other: cervicitis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes -describe"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pyelonephritis ("bleeding: blood disorder/bladder or urinary problems or changes"), abdominal pain ("pain: abdominal pain"), cardiac disorder ("bleeding: heart disorder"), bladder disorder ("bladder/urinary problems: bladder problems, urinary problems"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headaches"), irritability ("irritability"), ovarian cyst ("recurrent ovarian cysts") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (gall bladder removed and hysterectomy (full),salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, pyelonephritis, dyspareunia, abdominal pain, menorrhagia, cardiac disorder, anaemia, bladder disorder, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the sepsis, gallbladder disorder, fatigue, migraine, headache, irritability, cervicitis, ovarian cyst, urinary tract infection, weight increased, gastrooesophageal reflux disease, female sexual dysfunction and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, bladder disorder, cardiac disorder, cervicitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder disorder, gastrooesophageal reflux disease, headache, hormone level abnormal, irritability, menorrhagia, migraine, ovarian cyst, pelvic pain, pyelonephritis, sepsis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received. Updated event gi conditions to gallbladder disorder. New event hormonal changes was added. Concomitant drug, patient aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and sepsis ('other: sepsis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), blood disorder ("bleeding: blood disorder"), cardiac disorder ("bleeding: heart disorder"), anaemia ("bleeding: anemia"), bladder disorder ("bladder/urinary problems: bladder problems, urinary problems"), urinary tract disorder ("bladder/urinary problems: bladder problems, urinary problems"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headaches"), cervicitis ("other: cervicitis") and polycystic ovaries ("other: recurrent ovarian cysts") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, blood disorder, cardiac disorder, anaemia, bladder disorder and urinary tract disorder had resolved and the sepsis, gastrointestinal disorder, fatigue, migraine, headache, hormone level abnormal, cervicitis and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, blood disorder, cardiac disorder, cervicitis, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, polycystic ovaries, sepsis and urinary tract disorder to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- case becomes valid and incident. Event injury was removed. New events pain: dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, anemia, bladder problems, urinary problems, gi conditions, fatigue, migraine, headaches, hormonal changes, cervicitis, sepsis, recurrent ovarian cysts and plaintiff did not undergoes essure confirmation test were added. Essure insertion date was updated and explant date was added. Product indication was added. Patient¿s date of birth was added. Reporters address was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain'), sepsis ('other: sepsis') and pyelonephritis ('bleeding: blood disorder/bladder or urinary problems or changes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included endometriosis and adenomyosis. Concurrent conditions included vaginal yeast infection, menometrorrhagia, dysfunctional uterine bleeding, ovarian cyst nos, anemia, genital hemorrhage and enterolysis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), pyelonephritis (seriousness criterion medically significant), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), cardiac disorder ("bleeding: heart disorder"), anaemia ("bleeding: anemia"), bladder disorder ("bladder/urinary problems: bladder problems, urinary problems"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headaches"), irritability ("other injuries/symptoms: hormonal changes"), cervicitis ("other: cervicitis"), ovarian cyst ("other: recurrent ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pyelonephritis, dyspareunia, abdominal pain, menorrhagia, cardiac disorder, anaemia, bladder disorder, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the sepsis, gastrointestinal disorder, fatigue, migraine, headache, irritability, cervicitis, ovarian cyst, urinary tract infection, weight increased, gastrooesophageal reflux disease and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, bladder disorder, cardiac disorder, cervicitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, headache, irritability, menorrhagia, migraine, ovarian cyst, pelvic pain, pyelonephritis, sepsis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: weight increased, abdominal pain, vaginal haemorrhage and migraine. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs and medical record received. Events- abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: uti, weight gain, gastrointestinal or digestive system condition type: gerd, dysmenorrhea (cramping), apareunia (inability to have sexual intercourse) and lower abdominal pain were added. Events pt term updated: other injuries/symptoms: hormonal changes and bleeding: blood disorder/bladder or urinary problems or changes. Event deleted: urinary tract disorder. Reporters and medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.